Event description:
Reported observing an incorrect pt name for a single sample ID. Mismatched resutls may lead to inappropriate physician action. There was no report of pt harm as a result of this event.